Manufacturer narrative:
Exact date unknown, event occurred the past two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg was taking much longer to charge with longer charging sessions. As a result of charging burden, the patient was not getting adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.